Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a no external power alarm was confirmed via log file analysis. A review of the event log file contained data spanning approximately 9 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 3:46:21, low voltage hazard alarms activated due to the mobile power unit (mpu) losing ac power. At 3:46:25, the alarms transitioned into no external power alarms. At 3:48:07, the alarms cleared after a power cable was connected to external power. The backup battery was able to provide power to the system during the event. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was returned for testing at the service depot. The reported event was confirmed; the system controller alarmed for ¿connect power immediately¿ when connected to the mpu with the driveline connected. When connected to ac power, the mpu was unable to power on as intended. The issue was traced to the power supply printed circuit board (pcb). The customer declined the purchase order for repair. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded power supply pcb underwent circuit analysis, and it was found that the fuse was electrically open, and a transistor and bridge rectifier were shorting. Per the provided information, the customer thought the no external power alarm was related to the electrostatic discharge (esd) events. A root cause for the reported event was determined to be damaged components on the power supply pcb. The cause of the electrical damage could not be conclusively determined through this analysis; however, esd could cause damage to the circuit. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a no external power alarm was confirmed via log file analysis. A review of the event log file contained data spanning approximately 9 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 3:46:21, low voltage hazard alarms activated due to the mobile power unit (mpu) losing ac power. At 3:46:25, the alarms transitioned into no external power alarms. At 3:48:07, the alarms cleared after a power cable was connected to battery power. The backup battery was able to provide power to the system during the event. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: (B)(4)) was not returned for analysis. Provided information indicated that the no external power alarm was thought to be related to the electrostatic discharge (esd) event and patient has not had any other issues while using the mpu. Additionally, it was reported the mpu has a v-lock connector, and the ac power cord did not come loose from the wall outlet or back of the unit. A root cause for the reported event was unable to be conclusively determined or correlated to the esd event through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an electrostatic discharge event while on the mobile power unit (mpu). The log file showed three pump stops on (B)(6) 2023 and one pump stop on (B)(6) 2023. The patient switched to battery power and the pump restarted. A no external power alarm was noted.